Event description:
It was reported that during a da vinci-assisted surgical procedure, there were 32100 errors on armnet 1. The customer indicated that they had to disable arm 1 to undock and attempted to power cycle the system. However, when trying to stow the arms, they swung without properly stowing. System logs confirmed the 32100 errors, pointing to a possible issue with the flex. Technical support recommended a hard power cycle, which allowed the system to power on successfully. Yet, pressing the port clutch on arm 1 caused the system to fault again. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380661-27 proximal set up joint (psuj), but the issue remained. Fse found a loose connector for flex brake upon further inspection. Fse reconnected the loose component and system operated without issue. Fse tested and tried to loosen connector and it stayed connected. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psuj was analyzed and confirmed to be not related to the issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to a loosely connected brake cable within the flex.

Event description:
Refer to h11 for follow-up information.